Event description:
It was reported that the liner was revised due to disassociation. It is stated that the disassociation was caused by soft tissue obstruction.

Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Tissue impeding the locking tabs of the poly liner from locking on to stem could result in the liner disassociating from the stem. Cause cannot be definitively determined. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.